Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: during investigation, the pump was returned with moisture behind the display lens. A leak test failed with the battery compartment leak. The pump cover was removed and there was internal moisture found on the printed circuit board and on internal components. The keypad cover was removed and there was no contamination found. Unrelated to the original complaint, the battery compartment was found to be cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.